Manufacturer narrative:
Title: perioperative, postoperative and anatomical outcomes of robotic sacrocolpopexy source: journal of obstetrics and gynaecology 20212021, vol. 41, no. 4, 651¿654. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source, a study was performed between january 2016 and january 2019 on 144 patients who underwent robotic-assisted sacrocolpopexy. Vloc was used to suture the mesh to anterior and posterior vaginal walls and to close the peritoneum in continuous running fashion. Complications included prolapse recurrence and patients underwent reoperation for reoccurrence.